Event description:
It was reported that the right atrial had perforated the patient that resulted pericardial effusion. The patient was given anti inflammatories. The leads were explanted and replaced without complications. The patient was stable pre and post operation.

Manufacturer narrative:
(B)(4).